Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. A revision to reposition the lead was attempted but the helix would not retract or extend. It was also reported that there was difficulty placing the stylet through the lead. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was received with the helix fully extended, and distal conductor distort within the is-1 connector was observed. This is indicative of the connector pin being turned an excessive number of times during helix extension. Distortion of distal conductor contribute to the complaint of helix extension/retraction and also stylet insertion. If information is provided in the future, a supplemental report will be issued.